Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the electrodes "malfunctioned." The complainant was not able to provide further information. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.